Event description:
Equipment installed 4/2/93. On 6/29/93 the system started intermittent lock-ups during patient testing. Tests involved: vtg, raw. Patient data lost. System would not respond to warm re-booting. *service visit*.7/6/93: system lock-up during patient testing. *service visit*12/7/93: unit will not calibrate. *service visit*12/14/93: system lock-up raw.12/17/93: system lock-up raw.*service visit*